Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and non-physiologic signals. Short ventricular intervals were also observed. Lead impedance was stable and no noise or oversensing could be reproduced in office. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was exhibiting low pacing impedance in addition to the continued noise and non-physiologic oversensing. The patient was referred for a consult regarding a possible lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lead sensitivity was adjusted and no lead revision is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.